Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2023, a xience skypoint stent was successfully implanted in the left anterior descending (lad) coronary artery. On (B)(6) 2023, the patient reported chest pain. The stented lesion was noted to be occluded with thrombus. A non-abbott stent was implanted to re-open the lesion, resolving the issue. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effects of thrombosis and angina are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.